Manufacturer narrative:
Additional information. The lot was manufactured (B)(4) 2016 - (B)(4) 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the sample photo revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during filling with an unspecified amount of morphine, plasil, and physiological solution. There was no patient involvement. No additional information is available.